Manufacturer narrative:
Lot number - the device that was previously reported to have an unknown lot number was determined upon evaluation have lot # 18n027. An additional single-use device was received for evaluation. A non-baxter luer connector was attached to the device¿s distal luer. Visual inspection noted a crack on the non-baxter luer connector. During a functional leak test, a leak was observed coming out of the crack line. The cause of the crack line on the luer connector could not be determined. A second leak test was performed by removing the non-baxter luer connector and attaching a baxter blue winged luer cap. No evidence of a leak was found during the second leak test. The baxter device was determined to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One single use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of lots (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three small volume infusors were leaking. Two of the devices were leaking from unspecified locations and one device was leaking from the blue winged luer cap. Two events occurred during patient infusion and there were no patient consequences. One of the event occurred prior to patient use and there was no patient involvement. No additional information is available.